Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was confirmed by review of medical records noting the patient has a large pseudotumor, gross metallosis with yellow-brown liquid and osteolysis around the proximal femur. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item# 13-103207/ taperloc por red/lat / lot # 829520; item # 157450/ m2a-magnum mod hd/lot # 805700; item # 139256/ m2a-magnum 42-50 tpr insrt/lot # 419790. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00421.

Event description:
It was reported that patient underwent right hip revision surgery approximately 11 years post implantation due to metallosis, pseudotumor, osteolysis and implant wear. The head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.